Event description:
It was reported during the implant procedure that the 5076 lead helix was not "properly deploying. The 4196 lead was used but not successfully implanted. The leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection. (B) (4) no anomalies found however all conductors had blood/body fluid present on visual inspection.